Event description:
It was reported that a small volume intermate had particulate matter inside the balloon. The device was filled with tobramycin. There was no patient involvement. No additional information is available. This is report 5 of 5.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed white particulate matter floating in the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic. The cause of the condition was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.